Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This cutter was originally reported on within the associated products section of medwatch report # 0001526350-2022-00824. Review of the most recent repair record identified the following related repair: the unit failed the mesh cut test due to an incomplete cut. The cutter was returned without any repairs as it needs to be replaced by the account. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the mesher had an incomplete mesh and the cutters were returned as well. Upon evaluation, it was found that this cutter did not pass the sample mesh cut test. The living legacy foundation is a cadaver skin bank and there was therefore no patient involvement. No adverse events were reported as a result of this event. No additional information is available.